Event description:
It was reported that the device illuminated all three (attention, charge pak and wrench) icons and would not power on. There was no report of patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure to power on. Physio determined the cause of the malfunction to be excessive current leakage due to process residue on the c14 capacitor of the digital pcb assembly. A replacement device was provided to the customer.